Event description:
It was reported that following a cystectomy with ileo conduit procedure, the patient developed symptoms of leakage. During the reoperation, the doctor noticed open staples and one staple line was incomplete. The patient was given a temporary ileostomy. The patient went to ICU in stable condition. Another like device was used. The surgeon later reported that the patient was out of ICU and he expected the patient to be fine.

Manufacturer narrative:
Date sent: 02/27/2008. Info anticipated, but unavailable at this time.